Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400. During the procedure, the physician met resistance while attempting to advance the coil 400 into a microcatheter. The coil 400 did not advance beyond the rotating hemostatic valve (rhv) and was removed. The coil did not enter the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the pc400 coil and pet-lock were still intact with the pusher assembly. The pusher assembly was kinked approximately 109.0 cm from the proximal end. The pc400 coil introducer sheath was ovalized approximately 5.0 cm, 6.0 cm, and 20.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the pc400 coil would not deploy from the ring (introducer sheath) into the microcatheter and that resistance was immediately met by the physician while trying to advance the coil. Evaluation of the returned device confirmed that the coil's introducer sheath was ovalized in multiple locations. This type of damage usually occurs from over-tightening an accessory on the introducer sheath. The ovalization in the introducer sheath was likely the cause of the resistance that was immediately met by the physician while trying to advance the coil. These device are 100% functional tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.